Manufacturer narrative:
Device evaluation: an intuitive surgical, inc. (Isi) field service engineer (fse) replaced the erbe integrated electrosurgical unit (iesu); the system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. During the power-on test, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: an intuitive surgical, inc. (Isi) field service engineer (fse) replaced the erbe integrated electrosurgical unit (iesu); the system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. During the power-on test, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, a non-recoverable error was observed on the erbe generator, accompanied by bleeding. The error could not be resolved, so the surgical team switched to classic coagulation mode instead of spray coagulation. This resulted in lower output and made it difficult to control the bleeding. The following information is unknown: the source and cause of the bleeding, if the bleeding was expected or unexpected, the blood loss volume associated with the complication, and what medical/surgical intervention was rendered due to the bleeding. Nevertheless, the procedure was completed without further issues. The customer indicated that they have no additional information regarding the bleeding incident.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.